Manufacturer narrative:
Follow-up #1: date of submission 09/22/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the returned battery cap was used for investigation. The keypad button symbols were found to be worn. The down, up and contrast buttons were unresponsive to button presses. The keypad button cover was removed; contamination was present under all button contacts. Unrelated to the complaint, the battery compartment bumper was found to be cracked. Also unrelated to the complaint, the display was found to be dim and the text had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.